Event description:
It was reported that the 6800 sys would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The boards were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.